Event description:
It was reported that the pt experienced coupling and or communication issues. The implantable neurostimulator (ins) previously had movement, so the doctor revised the implant and placed it deeper. The pt stated she did not feel the ins like before, x-rays conducted on (B)(6) 2011 confirmed that the ins was not flipped. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).